Manufacturer narrative:
Details of complaint: the customer reported that none of the parameters were showing at the central nurse's station (cns) for this bedside monitor (bsm) and they were not crossing over to the emr. No patient harm was reported. Investigation summary: upon follow up with the customer, it was discovered that the issue had been resolved after replacing the ECG leads with a new set. As such, the original leads were likely to have been defective. As no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The leads are likely to have been damaged. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping the device, hard impacts, or improper use. Damage to the device can extend to internal component vital for operation. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6. B6 - b7. D10. Attempt # 1: 10/15/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating that no patient information is available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that none of the parameters were showing at the central nurse's station (cns) for this bedside monitor (bsm) and they were not crossing over to the emr. There was no patient injury reported.

Manufacturer narrative:
The customer reported that none of the parameters are showing on screen for this bedside monitor or crossing over to the emr. Technical support (ts) troubleshot the issue and determined that due to the fact that no readings are showing on the main unit, the two problems are related to them not getting readings from the patient. The issue appears to be with cabling. The customer later reported that they resolved the ECG issue by replacing the leads with brand new ones. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that none of the parameters are showing on screen for this bedside monitor (bsm) or crossing over to the emr. There was no patient injury reported.